Event description:
A stained lap pad was noted in pack. The sterile basin that contained the lap pad and all contents were discarded. The sterile field was reset and no harm came to the patient. The procedure was completed as planned. The lap pad was sent to clinical engineering and an image was acquired of the stained portion. The image is attached to this report. Per site reporter: the manufacturer's rep was notified and will collect the stained lap pad directly from our facility.